Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration and tissue injury appear to be related to patient condition (severe leaflet degeneration). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), valve ring enlargement, and a prolapse anterior leaflet segment 2 (a2) for a mitraclip procedure. One ntw clip was placed at the site of mr, and during leaflet insertion assessment (lia), a hole was visualized on echocardiography in the middle of the posterior apex. The strategy was changed to replace the ntw clip with an xtw to close the hole. The ntw was withdrawn. After releasing the xtw, the angle changed direction, and was facing towards the anterior leaflet. The hole in the posterior leaflet had widened and residual mr remained on the medial side. The posterior leaflet was partially detached. A second xt was placed to target the remaining mr and to provide stability to the xtw. The movement of the first clip is relatively small, and the mr was reduced to 2+. The physician stated that the degeneration of the leaflets was so severe that it had perforated, resulting in the partial movement of the clip.